Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported the charger had gotten hot and the wires from the ac adapter and the charger antenna melted. A new charger was sent to the pt, and the pt reported it was working well.